Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device was not working due to hole in the balloon. The perforation of the balloon caused a fluid leak in the system. No patient complications were reported.